Manufacturer narrative:
The device is being evaluated at the manufacturing site. When the investigation is complete, a supplemental report will be filed. (B)(4).

Event description:
It was reported the patient therapy controller (ptc) was inconsistent in bolus delivery.

Manufacturer narrative:
Device evaluation: the patient therapy controller (ptc) was subjected to external and internal visual inspection, as well as, functional testing. The ptc operated per specification. An error code indicating that the ptc could not locate and communicate with the pump was observed in the error log. Based on the results of the investigation, the reported issue could not be confirmed when the device was used in accordance with the instructions for use (IFU). (B)(4).